Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that no insulin was seen coming out of the cartridge pigtail or tubing during the fill sequence. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.